Event description:
Surgical procedure: laparoscopic bilateral inguinal hernia repair for a large right indirect inguinal hernia and a small left indirect inguinal hernia, properitoneal mesh on both sides. Two days later ER visit: diagnosis of small bowel obstruction vs ileus following day. Diagnosis: internal incarcerated hernia, failed clip closure of peritoneal sca, bowel obstruction. Surgical procedure: exploratory laparoscopy, exploratory laparotomy, closure of peritoneal sac.